Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, sion, xt-r, guide cath: launcher jl 7f. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a mildly tortuous, eccentric, moderately calcified, 90% stenosed proximal circumflex artery. During advancement of a 3.0 x 12mm trek balloon dilatation catheter (bdc) for pre-dilatation resistance was felt with the anatomy. After the second inflation a vessel indentation remained. During the third inflation at 14 atmosphere (atm) for 5 seconds the balloon ruptured. The bdc was removed and two non-abbott bdcs were used to continue the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.